Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin, and about 24 hours later, the cartridge ran out of insulin. It was confirmed that there was approximately 169 units remaining, but upon reloading the cartridge, the customer received a minimum fill message. The customer reloaded a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.